Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry and with moisture eith residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -4.0 diopter tore during loading. The lens was implanted, removed, and replaced intraoperatively and the problem was resolved. The lens was discovered broken after implant. This occurred on (B)(6) 2020. The cause of the event is reported as unknown.